Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4) : product unavailable for analysis.

Event description:
(B) (4) - peripheral cutting balloon registry.it was reported, in (B) (6) 2005, the patient underwent treatment with the peripheral cutting balloon device for two lesions. The lesions were concentric, denovo. Target lesion one located in the non-tortuous the femoral artery with mild calcification, had a reference diameter of 6.0mm. The target lesion length was 20mm and was 90% stenosed. Post procedure stenosis was 0%.target lesion two was located in the mildly tortuous distal below the knee artery with mild calcification and had a reference diameter of 3.0mm. The target lesion length was 20mm and 95% stenosed. Post-procedure stenosis for target lesion two was 30%.the patient had a follow up visit in (B) (6) 2005, the subject was found to be alive. There were no additional interventions on any vessel since the index intervention. Both target lesions did not remain patent. In (B) (6) 2005, surgery for a below the knee amputation was performed. No additional data / information was provided.